Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that for the last couple of months prior to the report, the patient had to charge the implantable neurostimulator (ins) every time she wanted to use it and it would not charge beyond 80%. The rep stated that she would meet with the patient to look at charging and programming information. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.